Event description:
The distributor reported on behalf of the customer, the endoeye flex deflectable videoscope presented no image. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The insulation (safety) of the charge-coupled device unit had not been ensured. The tip insulation had failed. The bending section cover had scratches due to external factors and the adhesive was missing. The video connector was broken due to an external factor. The video connector case was cracked due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that phenomenon occurred likely due to the defect of the image sensor unit or failure of internal board of the video connector unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.